Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40mg/dl. Customer¿s current blood glucose is 226mg/dl. The customer treated with the food and glucose tablet. The customer also reported that insulin dripping or squirting from the end of set also customer experiences frozen display. The insulin pump will not be returned for analysis